Event description:
Related manufacturer reference number: 2017865-2023-40572. It was reported that the patient underwent fluoroscopy post-ablation. It was discovered that the patient's atrial lead was dislodged. During lead extraction, it was discovered that the right ventricular lead was fully entangled with the atrial lead, and was suspected to have caused the dislodgement. Both leads were extracted and replaced. The patient was stable.

Manufacturer narrative:
The reported event was lead dislodgement. The distal portion of a partial lead was returned in one piece for analysis. After cleaning the helix and cutting the lead, the helix could be extended and retracted. Specification measurement was also found to be normal. Additional findings unrelated to the reported event indicated that visual inspection of the lead found two external insulation abrasions at 19.6cm to 20.2cm and 20.9cm to 22.1cm from the distal tip breaching the outer insulation and exposing the outer coil of the lead. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart. No other anomalies were found.